Manufacturer narrative:
This case was initially received via regulatory authority (inspective gezondheidszorg en jeugd (igj), reference number: (B)(4).on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure feather was found in the pelvis') and pregnancy with contraceptive device ('pregnancy') in a 41-year-old female patient who had essure (batch no. B11723) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2015 and device difficult to use "placement of left essure was more difficult". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / severe pain hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss (less need for sex)"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn"), mental disorder ("mind fluctuations"), groin pain ("severe pain groin"), abdominal pain ("severe pain abdomen"), emotional disorder ("emotional"), stress ("stressed") and malaise ("not feeling well") and was found to have weight increased ("weight gain"). The patient was treated with essure removal on (B)(6) 2017). At the time of the report, the device dislocation, pregnancy with contraceptive device, depressed mood, fatigue, memory impairment, arthralgia, paraesthesia, urinary incontinence, pelvic pain, loss of libido, abdominal distension, candida infection, vaginal discharge, hot flush, hyperhidrosis, weight increased, headache, nausea, dyspepsia, mental disorder, groin pain, abdominal pain, emotional disorder, stress and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, emotional disorder, fatigue, groin pain, headache, hot flush, hyperhidrosis, loss of libido, malaise, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, stress, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: nickel allergy was not known. After essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: exam was not with contrast fluid. It was okay according to physician. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information received in cluster from health and youth care inspectorate (igj). Essure placed in (B)(6) 2013/2014. The placement of left essure was more difficult. Patient complaints included: mainly severe pain hip / groin / pelvis / abdomen, stressed, emotional, urinary incontinence, less need for sex, fatigue, painful joints, not feeling well. Also, the patient became pregnant 1 year after placement of essure. Nickel allergy was not known. No follow up possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and device dislocation ('essure feather was found in the pelvis') in a 41-year-old female patient who had essure (batch no. B11723) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2015. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn") and mental disorder ("mind fluctuations") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device, device dislocation, depressed mood, fatigue, memory impairment, arthralgia, paraesthesia, urinary incontinence, pelvic pain, loss of libido, abdominal distension, candida infection, vaginal discharge, hot flush, hyperhidrosis, weight increased, headache, nausea, dyspepsia and mental disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, fatigue, headache, hot flush, hyperhidrosis, loss of libido, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: exam not with contrast fluid, okay according to physician. Most recent follow-up information incorporated above includes: on 27-may-2019: new information from patient: essure lot number was reported and the event "xenobiotic material removed" was replaced by all events the patient experienced. In addition, she also mentioned she became pregnant in 2015. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure feather was found in the pelvis") in a 38 year-old female patient who had essure inserted (lot no. B11723) for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy" in 2015) and device insertion difficult ("placement of left essure was more difficult"). The patient had a medical history of overweight (bmi 28). The only concomitant product mentioned was oral contraceptive nos for contraception from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pregnancy with contraceptive device ("pregnancy"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / severe pain hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss (less need for sex)"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn"), mental disorder ("mind fluctuations"), groin pain ("severe pain groin"), abdominal pain ("severe pain abdomen"), emotional disorder ("emotional"), stress ("stressed") and malaise ("not feeling well") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). On (B)(6) 2015, pregnancy with contraceptive device had resolved. At the time of the report, the remaining events were resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, emotional disorder, fatigue, groin pain, headache, hot flush, hyperhidrosis, loss of libido, malaise, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, stress, urinary incontinence, vaginal discharge and weight increased to be related to essure administration. The reporter commented: nickel allergy was unknown. After essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.162 kg/sqm. [Ultrasound scan vagina] on (B)(6) 2014: bilateral tubal occlusion confirmed. Lot number: b11723. Manufacture date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure feather was found in the pelvis") in a 38 year-old female patient who had essure inserted (lot no. B11723) for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy" in 2015) and device insertion difficult ("placement of left essure was more difficult"). The patient had a medical history of overweight (bmi 28). The only concomitant product mentioned was oral contraceptive nos for contraception from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pregnancy with contraceptive device ("pregnancy"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / severe pain hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss (less need for sex)"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn"), mental disorder ("mind fluctuations"), groin pain ("severe pain groin"), abdominal pain ("severe pain abdomen"), emotional disorder ("emotional"), stress ("stressed") and malaise ("not feeling well") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). On (B)(6) 2015, pregnancy with contraceptive device had resolved. At the time of the report, the remaining events were resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, emotional disorder, fatigue, groin pain, headache, hot flush, hyperhidrosis, loss of libido, malaise, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, stress, urinary incontinence, vaginal discharge and weight increased to be related to essure administration. The reporter commented: nickel allergy was unknown. After essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.162 kg/sqm. [Ultrasound scan vagina] on (B)(6) 2014: bilateral tubal occlusion confirmed . Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-oct-2022: the follow information were updated consumer's reporter, new lawyer's repórter added, patient's initials , imdrf codes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igj), reference number: (B)(4)) on 16-apr-2019. The most recent information was received on 11-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure feather was found in the pelvis') and pregnancy with contraceptive device ('pregnancy') in a 41-year-old female patient who had essure (batch no. B11723) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2015 and device difficult to use "placement of left essure was more difficult". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / severe pain hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss (less need for sex)"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn"), mental disorder ("mind fluctuations"), groin pain ("severe pain groin"), abdominal pain ("severe pain abdomen"), emotional disorder ("emotional"), stress ("stressed") and malaise ("not feeling well") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depressed mood, fatigue, memory impairment, arthralgia, paraesthesia, urinary incontinence, pelvic pain, loss of libido, abdominal distension, candida infection, vaginal discharge, hot flush, hyperhidrosis, weight increased, headache, nausea, dyspepsia, mental disorder, groin pain, abdominal pain, emotional disorder, stress and malaise was resolving and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, emotional disorder, fatigue, groin pain, headache, hot flush, hyperhidrosis, loss of libido, malaise, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, stress, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: nickel allergy was not known. After essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: exam was not with contrast fluid. It was okay according to physician. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure feather was found in the pelvis') in a 41-year-old female patient who had essure (batch no. B11723) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2015 and device difficult to use "placement of left essure was more difficult". The patient's medical history included overweight (bmi 28). Concomitant products included oral contraceptive nos from (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / severe pain hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss (less need for sex)"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn"), mental disorder ("mind fluctuations"), groin pain ("severe pain groin"), abdominal pain ("severe pain abdomen"), emotional disorder ("emotional"), stress ("stressed") and malaise ("not feeling well") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, depressed mood, fatigue, memory impairment, arthralgia, paraesthesia, urinary incontinence, pelvic pain, loss of libido, abdominal distension, candida infection, vaginal discharge, hot flush, hyperhidrosis, weight increased, headache, nausea, dyspepsia, mental disorder, groin pain, abdominal pain, emotional disorder, stress and malaise was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, emotional disorder, fatigue, groin pain, headache, hot flush, hyperhidrosis, loss of libido, malaise, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, stress, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: nickel allergy was unknown. After essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral tubal occlusion confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. This report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate # (B)(4) which will be retained. New: patient's height and weight added (overweight). Oral contraceptive was used until tubal occlusion was confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure feather was found in the pelvis') in a 38-year-old female patient who had essure (batch no. B11723) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2015 and device difficult to use "placement of left essure was more difficult". The patient's medical history included overweight (bmi 28). Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depressed mood ("depressive feelings"), fatigue ("tiredness"), memory impairment ("forgetful"), arthralgia ("sharp stabbing in hip / severe pain hip / pain in finger joints"), paraesthesia ("tingling in hands"), urinary incontinence ("urinary incontinence"), pelvic pain ("pelvic pain"), loss of libido ("libido loss (less need for sex)"), abdominal distension ("bloated belly"), candida infection ("candida infections") with vulvovaginal burning sensation, vaginal discharge ("strong increase in discharge with odor"), hot flush ("hot flashes"), hyperhidrosis ("a lot of sweating during the day and night"), headache ("headache"), nausea ("nauseous"), dyspepsia ("heartburn"), mental disorder ("mind fluctuations"), groin pain ("severe pain groin"), abdominal pain ("severe pain abdomen"), emotional disorder ("emotional"), stress ("stressed") and malaise ("not feeling well") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, depressed mood, fatigue, memory impairment, arthralgia, paraesthesia, urinary incontinence, pelvic pain, loss of libido, abdominal distension, candida infection, vaginal discharge, hot flush, hyperhidrosis, weight increased, headache, nausea, dyspepsia, mental disorder, groin pain, abdominal pain, emotional disorder, stress and malaise was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, arthralgia, candida infection, depressed mood, device dislocation, dyspepsia, emotional disorder, fatigue, groin pain, headache, hot flush, hyperhidrosis, loss of libido, malaise, memory impairment, mental disorder, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, stress, urinary incontinence, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: nickel allergy was unknown. After essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. After removal of essure, the reported complaints have been significantly reduced and some have even disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral tubal occlusion confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc; patient age updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a (B)(6) female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.